Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of a 7 mm cerebral aneurysm, this coil got stuck in the aneurysm and subsequently stretched and broke. It was reported that the physician delivered catheter to the aneurysm and three coils were implanted successfully. Then physician used this coil and while deploying the coil it became stuck. Half of the coil was within the aneurysm and could not advance further. The physician tried to remove the coil but failed; the coil seemed to be tangled inside the aneurysm. The physician forcibly pulled the coil, and the coil stretched and eventually became torn. The pusher was removed from the patient, and the torn coil was also removed from the patient by using snare device. Another coil from a different manufacturer was used to continue and procedure which completed without further issue. No patient complications were reported. The case was a recanalization after an intervention using a clip. The physician suspected the coil got caught and trapped by the clip upon delivering the coil through the interspace of the clip.

Manufacturer narrative:
Additional information based on the analysis findings, and the reported event details, the clinical observation was confirmed. As received the implant coil was found stretched and already detached from the pushwire. Per the reported information, it was possible that the implant coil became caught on the clip which had previously been placed. It is likely that the implant coil caught on the clip, causing it to stretch. Additionally, it is possible that the caught device led to the pushwire being broken during the pushing or pulling. The broken pushwire subsequently allowed the release wire to pull back, detaching the implant coil. All parts of the pushwire which could affect detachment were found to be within specifications. All devices are 100% inspected for damages and irregularities during manufacture. Note: the axium prime coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium prime coil was returned for evaluation without the introducer sheath and with the implant coil already detached and was within a cardboard shipping box with the opened outer carton. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be broken into two segments but retained together by the release wire. The release wire was found to be exposed for approximately 0.4cm. Under the microscope, the coin was not found to be located against the lumen stop, and the shield coil was found to be present. During evaluation, the release wire was pulled out from the pushwire from the broken location to evaluate the coin which was found to be within specifications. The outer jacket was then removed. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner fit and retainer ring were measured and were both found within specifications. The implant coil was found to be damaged and stretched with the polypropylene filament intact. The detach element was then rem oved from within the implant coil for evaluation. The detach element was in good shape and the detachment ball was also found to be within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.